Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to vehicular accident on (B)(6) 2019 with unknown blood glucose. Customer stated they was in intensive care unit for 4 times. Customer stated they took two bottles of sleeping pills and drove around until vehicle accident. Customer stated accident was non diabetic related. Customer reported insulin pump system was use at the time of vehicular accident. Customer stated insulin pump was completely broken off only a piece was left and battery cap was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.